Event description:
Customer alleges discrepant results with meter compared to doctor's point of care (poc) meter. Comparisons tests done within a few minutes of each other. Coumadin dose increased on (B)(6) 2011 and raised slightly again on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.